Event description:
It was reported that the customer was hospitalized with dka. The troubleshooting conducted indicated the device was working properly, although there was no tubing clamp to test the high pressure alarm